Event description:
It was reported that a home patient (hp) received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during use, during the drain. The hp stated that they did not disconnect from the setup. The technical service representative (tsr) informed the hp of the error?s meaning and instructed to restart with new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.